Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which observed a particulate resembling a hair inside the packaging. The reported condition was verified. The cause of the condition could not be determined; however, the potential cause was due to handling of product and raw material during manual assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a strand of hair was observed in a clearlink system; non-dehp continu-flo solution set. This was identified prior to use when the package was unopened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: removal of information in section f related to user facility - the initial report inadvertently included the user facility report number. This MDR should have been submitted only with the MFR. Number (and not as user facility). H10 - the user facility submitted a report for this event: 2201620000-2020-8003.